Event description:
A vns handheld computer was returned by co rep due to the screen freezing. A conflicting report was rec'd from the treating physician indicating that was not the issue with handheld computer. He indicated that it was a "bad handheld device". Good faith attempts for add'l info have been unsuccessful to date. The handheld computer and flashcard have been rec'd and are awaiting analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.